Manufacturer narrative:
The pads were received at zoll medical united kingdom. The customer's report was not replicated or confirmed. The pads were put through extensive testing, which included functional testing without duplicating the customer's report. An inspection of the pads found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.